Event description:
It was reported that an ilet device did not charge when placed on the charging pad, indicated by a green light on the pad but no vibration from the device, and a replacement device was provided. Symptoms included none reported. Outcomes included reliance on an alternative insulin therapy until the replacement arrived, with no alerts or alarms reported and no hospitalization. Investigation included customer service troubleshooting and collection of device identifiers. Investigation of this device did not reveal a suspected charging or power malfunction of the ilet consistent with hardware battery depletion or charging interface failure. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to charging that necessitated replacement.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.